Manufacturer narrative:
Initial.

Event description:
It was reported that a low blood glucose occurred at school, with the cgm reading 87 mg/dl while a fingerstick measured 60 mg/dl, and the school nurse disconnected the pump and treated with oral glucose; the patient had performed increased exercise after the usual meal announcement, and a related cgm accuracy concern was referenced. Symptoms included hypoglycemia with associated nausea and vomiting. Outcomes included an unexpected medical intervention in the form of medication administration via oral glucose. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.